Manufacturer narrative:
This event was determined to be a duplicate. The investigation findings will be reported under MFR # 2916596-2021-05826. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a stroke. The log files were sent for review and showed low speed advisories due to the set speed being 4500 rotations per minute (rpm) which was less than the set low speed of 4800 rpm. There were low flows associated with high pulsatility index (pi) events on (B)(6) 2021 from 11:11:17 to 11:13:05 when the speed was increased to 5400 rpm. The flows stabilized into normal parameters. There were no other unusual events and the equipment was working as intended.